Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device intermittently powered on and off by itself in both monitor and defib mode. Ultimately the device powered off and was unable to power on again. Complaint indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.